Event description:
It was reported that medfusion 4000 pump, alarms system failure flash memory post. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of a "flash memory post" error. Functional testing involved running the pump through the power up process and the reported issue was duplicated. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that an issue with the flash memory of the main printed circuit board was the cause of the reported issue. The main printed circuit board was replaced., corrected data: d10 updated